Manufacturer narrative:
The reported event was ¿unable to fix to the atrium¿. As received, a complete lead was returned in one piece with helix retracted and clogged with blood. Visual inspection of the lead did not find any anomalies. After being cleaned, the helix could be retracted and extended by applying torque. Full helix extension length was measured to be within product specification. The cause of the reported event was isolated to helix being clogged with tissue. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2021-32633 it was reported that the patient presented for implant of the right atrial lead. The lead helix was deployed; however, the physician was unable to fix to the atrium. A replacement lead was obtained, however the issue persisted. Finally, a third lead was used to successfully complete the procedure. There were no patient consequences.